Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned was not a maquet product. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an unknown alarm and blood was seen in the gas tubing. The iab was removed with the tip intact. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an unknown alarm and blood was seen in the gas tubing. The iab was removed with the tip intact. There was no reported injury to the patient.